Event description:
Friday, patient (B)(6) called our company after being treated at (B)(6) for an eeg procedure. He touched his head and got elefix paste in his eye. Ron stated that now his "vision is 10% hazy". Our technical support (ts) read our msds sheet to him. "Eye contact: flush affected areas thoroughly with water. If irritation develops, consult a physician". The patient stated that he only used imitation tears in his eyes. He was going to flush his eyes with water and if this does not resolve the hazy vision he will go to the emergency room. Our ts advised him to go back to the va where his procedure was done, but the patient stated that it was too far from the (B)(6) that he resides at and does not have a way to get there till the following monday. MFR ref#: 8030229-2014-00088.